Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found broken into pieces inside of the housing. The instrument was found to have hairline cracks on input shaft #6. Other backend components adjacent to the broken inputs did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, however, failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip. The gears appeared to be not working. The procedure was completed with no reported injury.